Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Company representative reported left side deflation, "palpable lump," and "breast pain". Healthcare professional later reported "any creases". Device has been explanted.

Event description:
Healthcare professional later reported left side "any creases". Device has been explanted.

Event description:
Company representative reported left side deflation, "palpable lump," and "breast pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.